Manufacturer narrative:
Intuvie received a report indicating that an infusion pump is not infusing accurately on the secondary setting (programming runs longer than it should). A review of the device's serial number history revealed no prior similar complaints. The failure mode was not confirmed, and the probable cause was undetermined. CAPA: zm2023-07 was initiated to investigate the root cause for this failure mode. Reference to complaint#: (B)(4).

Event description:
Intuvie received a report indicating that an infusion pump is not infusing accurately on the secondary setting (programming runs longer than it should). No patient injury was reported.